Manufacturer narrative:
(B)(4). Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, found slight corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly and continued testing and download. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery side. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used and continued testing, download and no blank display noted. During visual inspection, found slight corrosion on the pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated crack on side of battery by accidental bump. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.